Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted small bowel loops densely adherent to mesh causing serosal bowel injuries. It was reported that the patient underwent revision surgery on (B)(6) 2013 during which the surgeon noted small bowel obstruction requiring small bowel resection and enterolysis of dense adhesions. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted the mesh had pulled loose on the lateral side causing a recurrent hernia. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted removal of infected intra-abdominal mesh, enterolysis and drainage of abdominal abscess. It was reported that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted mesh adhered to bowel. It was reported that the patient experienced chronic pain, bowel injury, long term wound care, inflammation, scarring, anxiety and stress. The patient had a previous mesh implanted on (B)(6) 2008 and another mesh implanted on (B)(6) 2010 which are captured in separate files. No additional information was provided.